Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose value at time of incident was 500 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not insisting on insulin pump replacement. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.